Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed an out of range symbol that would not resolve. The patient attempted starting a new sensor session, but the symbol did not go away. No additional event or patient information is available.